Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports cough secondary to known/ preexisting chronic bronchitis. The md was seen. The customer received an antibiotic and steroid and was advised to discontinue use of the soclean device.